Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5092917/7073805.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure where all device components were removed and were not returned. The patient was doing well postoperatively.